Event description:
It was reported that patient presented in the clinic after receiving inappropriate high voltage therapy due to t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.